Event description:
It was reported that a proultra endo tip separated outside of a pt's mouth. No injury resulted as no pt was directly involved in this event.

Manufacturer narrative:
In this incident, a proultra tip #4 separated outside of the pt's mouth. Though there was no report of pt injury (as no pt was directly involved in this event), there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr.). The device was not returned for eval and the lot number is not known for retained-product testing and/or DHR review.